Event description:
It was reported prior to lead revision the rv lead dislodged back into the atrium.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two weeks post implant of an implantable pulse generator (ipg) system, and during an right ventricular (rv) lead revision, the patient experienced asystole. After the lead was repositioned, there was oversensing and noise in the rv channel. Multiple attempts were made to reproduce using both analyzer and existing can, and it was noticed that the header when manipulated is what demonstrated oversensing. The ipg was explanted and replaced and the rv lead remains in use. No further patient complications have been reported as a result of this event.